Manufacturer narrative:
Additional information provided in h6 and h10. The investigation for the console (aic) self-check error has been completed. Data logs were reviewed during the initial boot-up, the console restarted automatically due to the communication issue. After restarting, due to the persistent communication issue, the console displayed the ¿system self check failed ¿screen. This confirms the reported failure mode. This console was returned for evaluation and reproduced the reported failure mode ¿ corruption was confirmed after comparing the original firmware with the original production firmware. The root cause for the ¿system self check failed¿ screen was firmware corruption, but the cause of the corruption was not determined. Corrected information provided in d2.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) system self-check failed. The aic was exchanged. There was no harm to the patient.